Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer removed and reinserted the battery and stated that the device was working. Blood glucose value was 286 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm noted. The insulin pump had intermittent down arrow button due to moisture damage on keypad trace. Device had battery tube threads cracked, minor scratched lcd window, cracked case at display window corner, scratched case and cracked belt clip slot and cracked reservoir tube lip.